Event description:
It was reported that the needle did not deploy, and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.5 smartphone hardware: iphone16.1 cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received not deployed. Rotational sensor errors were seen in the download data causing an 0x41 hazard alarm indicating rotational sensor maximum summed error table. Rotational sensor errors were not replicated in the rerun data. Patches of contamination was observed on the commutator cap, however it can not be conclusively determined whether they contributed to the rotational sensor errors, 0x41 alarm and device not deploying.